Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in canada, a 29mm sapien 3 valve was implanted in the aortic position via the transfemoral approach. Post implant, when the 16fr. Esheath was removed, a tear in the distal tip was observed. All parts of the sheath were attached to the body of the esheath. No injury to the patient was reported. At the time of the report, the patient was doing well. The valve remains implanted in the patient. It was speculated that that the torn tip was possibly caused by the thv valve when exiting the sheath.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the post-procedural imagery of the sheath revealed the distal tip was torn along the distal edge of the liner, with the tip still attached. The tip did not open along the axial score line. The liner also appeared to be fully expanded as designed. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. In this case, the complaint for 'sheath distal tip torn' was confirmed per evaluation of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, 'during procedure, upon removing esheath at the end of the implant, it was noted that there was a tear in the distal tip of the esheath along the side of the seam' and 'the perceived root cause of reported the event was probably the thv exiting the esheath'. Review of returned imagery shows the sheath distal tip to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the distal tip tear. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.